Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Results: a sample is not available for evaluation. A review of the device history record could not be performed as neither a catalog or a lot number was provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a consumer obtained a needle stick injury from an unspecified bd insulin syringe before use because the orange cap was not on the syringe while in its package. There was no report of medical intervention.